Event description:
The following information was received from global pharmacovigilance (gpv): this is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis and a break in aseptic technique in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date in 2011 a break in aseptic technique occurred. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient began remedial therapy with vancomycin loading dose of 2 gm, injection. Vancomycin was continuing ip (dosage and frequency not reported). Dianeal pd2 ultrabag therapy was ongoing. The peritonitis was resolving, however, it was not reported whether the break in aseptic technique resolved. The nurse reported that the peritonitis was not related to dianeal pd2 ultrabag therapy, and did not provide assessment of causality for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.